Manufacturer narrative:
The initial report categorized this as a malfunction in section "h1," when in fact a patient death was involved. This report is up-dating section "h1" to correctly categorize the reportable event as a death.

Event description:
Complainant alleges that they were attempting to defibrillate a 73 yr old male pt having a heart attack. They tried to defibrillate the pt at 200 joules using multi-function stat padz and a multi-function cable, but received a "ECG lead off" message on the screen. They tried to defibrillate a second time at 200 joules using paddles, and again received the "ECG lead off" message. After approx 15 minutes into the code they were able to successfully deliver a shock to the pt. The pt subsequently expired.